Event description:
During use of the device for surgical procedure, the user observed an e0d alarm. The unit was changed out and the user reported, the surgical procedure was completed successfully. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Note: the device was repaired at the customer site and evaluation found that the component valve was out specifications dimension causing the mixing valve to bind. The root cause of this reported complaint was attributed to component failure.